Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited an increased shock impedance measurement of 110 ohms, thus a revision procedure was done where the rv lead was explanted and a new lead was implanted with the existing device. When closing the pocket, oversensing of noise on the rv channel which led to pacing inhibition and asystole of two to three seconds occured. When the physician was suturing the pocket, it occurred again. Thus a temporary pacing wire was place, due to the fact that the patient is pacemaker dependent, and the device was taken out of the pocket. Attempts to recreate the noise were unsuccessfully. The newly implanted rv lead was then removed from the header, re-inserted and oversensing was still seen. Subsequently the physician elected to explant the ICD. The newly implanted rv lead was left in service with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.